Event description:
It was reported that the patient experienced a burning sensation, starting by the device and spreading to the other side of her butt, while recharging. There were no red marks and the recharger did not show any warning screens. It was also reported that when stimulation was on for about 3 hours and the patient began to become active she experienced burning in the pocket area. As long as the patient was still, stimulation was ok. Palpating also caused the burning sensation. This sensation had occurred since implant. It was noted that therapy was working well for pain coverage and impedances were within normal range. Additional information received reported that the patient had a pocket revision to place the implantable neurostimulator (ins) deeper. The patient felt like the ins was up against a bone. It was noted that the patient had x-rays taken a week before the revision to compare the original implant, but the results were not known. The patient stated that she did not have burning, but that stimulation was uncomfortable and traveled around to the groin. This had occurred since the trial. The plan was to reprogram the patient, but it was difficult to get good feedback from the patient due to the amount of medications she was on. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 3708220 (B)(4). Implanted: (B)(6) 2011 explanted: unknown lead model 377760 (B)(4) implanted: (B)(6) 2011 explanted: unknown lead model 3487a-56 lot# v680743 implanted: (B)(6) 2011 explanted: unknown lead model 3487a-56 lot# v680743 implanted: (B)(6) 2011 explanted: unknown accessory model 37752 (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown. The implantable neurostimulator was replaced in (B)(6) 2011 due to the burning pain at the implantable pulse generator site. The patient did not require hospitalization, and there was no patient injury.